Event description:
The contact called for help with the customer's meter. He performed control tests while troubleshooting, and received a result of 160 mg/dl. The normal control range was 86-119 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.